Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the distal set-up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported complaint. Procedure logs confirmed error 32100 indicating a distal act comms issue with the brake. When the suj was tested on the pfpt machine, the suj passed all tests. To address the act pca issue, the motor module will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, system error 32100 pointing to set up joint (suj) 4 distal was noted. An intuitive surgical, inc. (Isi) technical support engineer (tse) was called for assistance. The isi clinical sales representative (csr) informed the tse that the system was restarted and that the universal side manipulator (usm)/arm 4 was disabled. The surgeon decided that the procedure could continue with 3 arms. The tse advised the csr to carry out a hard power cycle with an emergency power off (epo). However, the issue continued. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and no errors were observed. There were no incidents or errors that occurred during docking, targeting, introduction of instruments, or at the beginning of surgery. Since the procedure could not be completed robotically, the operating room team decided to convert the procedure. No further information was provided. Isi has made multiple follow-up attempts to further obtain additional patient/event information and whether the procedure was converted to laparoscopic or open surgery. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the distal set up joint 4 (suj 4) to resolve the reported issue. The following was also observed: four (4) grips pads of the surgeon side console (ssc) were noted to be damaged, so they were replaced as well. Following service, the system was tested and verified as ready for use. A return material authorization (RMA) has been issued and isi has requested to have the set up joint 4 assembly be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Event verification via remote fe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. There was no image or video clip submitted for review. This complaint is being reported based on the following conclusion: after the start of the procedure, an error occurred pointing to universal surgical manipulator 4 (usm) 4. The operating room team disabled the usm 4 and proceeded with 3 arms. However, it was later decided to convert the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.